Manufacturer narrative:
Concomitant medical products: c4tr01 crtp, implant date: (B)(6) 2014; 429688 lead, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with light headedness and dizziness due to inhibition from over-sensing r-waves on fractured lead. The right ventricular (rv) lead was unable to provide appropriate pacing therapy and high and undefined impedance was identified and the lead fracture was confirmed. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.